Event description:
The avanos homepump c-series elastometric pump (delivers 5ml/hr) was utilized to deliver fluorouracil over 46 hours on (B)(6) 2022 for this patient. However, upon return to the doctor's office after 48 hours the pump did not deliver the full amount (there was ~1/3 remaining in the pump). The nurse checked to see if there was any malfunction with the tubing but it was intact. Patient was sent home to let the remainder of the drug left in the pump to be delivered to the patient. Patient returned the following day and the pump successfully delivered the remaining amount.